Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# unknown implanted: (B)(6) 2019-01-01: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that resistance measurement repeatedly led to high-impedance resistances on each electrode contact. Impedances ranged from 4,480 to over 20,000 ohms. There were no external factors. Troubleshooting was performed, measured impedances multiple times. Action taken was programming two groups with different pole settings. Therapy could still be set. Patient was therefore experiencing stimulation. No surgical intervention occurred nor was planned. Patient was alive with no injury. Additional information received reported that the cause was not identified.